Manufacturer narrative:
(B)(4). The mr was reduced to 2. A third clip (10330015/(B)(4)) was then implanted medial to the second and the mr was reduced to 1. The patient was clinically stable post-procedure and there was no clinically significant delay in the procedure. No additional information was provided. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to 100% visual and functional inspection to verify product quality. Review of the device history record (DHR) confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. Additionally, a review of the lot history record revealed no non-conformances and a query of the electronic complaint handling database indicated there had been no other incidents reported for this lot. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated the patient had a thin posterior medical leaflet (pml) and there was a restriction of the posterior leaflet in all segments. It was noted that implantation was difficult due to the thin pml and the echocardiogram conditions were poor due to fuzzy contour images. After the clip was deployed, an slda was observed as the clip had detached from the pml. Based on the information reviewed, the reported slda appears to be related to procedural conditions as the patients thin pml, in addition to the restriction of the posterior leaflet, likely contributed to the clip detachment from the posterior leaflet. There does not appear to be any evidence of a quality deficiency associated with this device. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is being submitted to report the single leaflet device attachment (slda) which occurred with the mitraclip (10326605/(B)(4)), and required medical intervention to prevent injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3, with a very thin posterior medial leaflet (pml). There was no evidence of leaflet flail or prolapse, but restriction of the posterior leaflet in all segments. There was no other challenging patient anatomy noted, and no history of prior cardiac surgery. Two clips were planned to be implanted. The first clip delivery system (cds 10326605/(B)(4)) was advanced, and grasping was successful with three attempts. The assessment was confirmed with 8 mm of leaflet insertion of both leaflets. There were no issues noted while performing the leaflet assessment, and no issues visualizing the clip during the procedure; however, it was noted that the echocardiogram conditions were poor due to fuzzy contour images. The clip was implanted in the central-lateral position. During implantation, difficulty was noted due to the thin pml. The clip was deployed. Right after deployment of the clip, it was observed that a single leaflet device attachment (slda) occurred. The clip had detached from the pml but remained on the anterior leaflet. The mr remained at 3 and there was no leaflet damage or chordal rupture observed. A second clip (10330015/(B)(4)) was implanted medial to the detached clip for treatment of the slda and mr.